Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified an extended opening on the posterior and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp opening with non-penetrating nick near of the opening site assessed as surgical impact, striated non-penetrating nick, two striated openings on the posterior/radius, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening on the posterior assessed as surgical impact, two striated openings assessed as surgical damage consistent in the use of some surgical tools, and a striated nick due to surgical tool scratch-like.

Event description:
Physician reported a left side rupture. The device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The device has been removed and replacement.